Manufacturer narrative:
The customer was unable to provide any further information for the event or the patient. Physio-control evaluated the customers device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device failed to deliver initial shock to a patient. When the shock button was pressed there was no shock delivered based off no physical reaction from patient. Later the customer also reported they could not get the AED pads to work. While transporting, the patient went into vfib and they struggled to get the AED pads to work. Finally they got the pads to work after unplugging and plugging the pads back in. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.